Event description:
It was reported that the stimulation was "vibrating more." The patient had been going more to the bathroom then she felt she should, though it was noted that she drank a lot of water in the morning due to medications. The patient was trying to decrease the settings and experienced a pain in her stomach and a shock down her right leg. The shock was in the butt area right in the middle. The patient was on program 4 at 1.0v, and decreased it to 0.8v. This decreased vibration in the vaginal area, and the patient stated it wasn't as uncomfortable. It was reported that education on patient programmer use resolved the reported issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3093-33, lot# v941265, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial# njd152108n.